Manufacturer narrative:
The ventilator was investigated at site by our field service engineer. No device errors could be detected. The o2 sensor was precautionary replaced but not returned for investigation. Ventilator logs were downloaded. Alarms for low o2 concentration were verified in provided ventilator logs. The logs do not contain any technical error codes indicating any ventilator malfunction at the time of the event. Pre-use check was successfully performed both prior and after the event date. Since no parts were returned for investigation, the root cause of the reported low o2 concentration could not be determined.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that during patient treatment, the ventilator generated alarms for low o2 concentration. There was no patient harm. Manufacturer's ref #: (B)(4).